Manufacturer narrative:
Batch review performed on 15 april 2021: lot 173596: (B)(4) items manufactured and released on 03-nov-2017. Expiration date: 2022-10-25. No anomalies found. To date, all the items of the same lot have been already sold without any other reported event. Another devices involved: batch review performed on 15 april 2021: liner: versafitcup dm 01.26.2852mhc double mobility hc liner 28/dmf (k092265)lot 171729: (B)(4) items manufactured and released on 24-july-2017. Expiration date: 2022-07-06. No anomalies found possibly related to a revision surgery. To date, all the items of the same lot have been already sold without any other reported event. Stem: amistem-h prox. Coat. 01.18.174 amistem-h proximal coating std stem size 4 (k161635)lot 177361: (B)(4) items manufactured and released on 28-feb-2018. Expiration date: 2023-02-20. No anomalies found. To date, all the items of the same lot have been already sold without any other reported event. Ball heads: cocr 01.25.012 cocr ball head 12/14 ø 28 size m 0 (k072857)lot 177197: (B)(4) items manufactured and released on 01-feb-2018. Expiration date: 2023-01-24. No anomalies found. To date, (B)(4) items of the same lot have been already sold with one complaint reported for intra-prosthetic dislocation

Event description:
Revision surgery 1 year and 5 months after primary for reason unknown. No further information is available. The surgery was completed successfully, all devices revised. No further information are available from the hospital.